Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 406 mg/dl. Customer was treated with manual injection. Customer reported that insulin pump had motor error. Customer reported that the drive support cap appears to normal. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.